Event description:
It was reported that during the patient follow up visit, the right ventricular lead was found to have dislodged. The lead was repositioned and remains in use. It was noted the patient is part of the advance iii clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review revealed interference/noise with ventricular short interval count (v-sic) equal to 19 counts, on (B)(6) 2012, in the timeframe between 11:42:39 and 11:43:13.